Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was returned for analysis. Analysis determined that the sleeve was loose from the handle on the returned drill guide. It did not appear to have been welded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site received their new instrument trays and the udg is damaged. There was no patient present at the time of the event. Additional information was received stating that it was taken out of the packaging and a brand new install the instrument was not in the tray yet.